Event description:
On (B)(6) 2012, pt's mother reported the infusion device has black splotches across the display and they are unable to read the indicating insulin amounts. Had mother attempt to insert a new battery; issue persists. Had pt switch to his backup infusion device. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged infusion device, battery and battery cover for eval.